Manufacturer narrative:
Concomitant medical devices: product ID: 8637-40, serial# (B)(4), implanted: (B)(6) 2015, product type: pump. (B)(4).

Event description:
Information was reported by a company representative regarding a patient receiving morphine sulfate (ms) (25mg/ml) via an implantable pump. The indication for use is non-malignant pain and other chronic/intractable pain (trunk/ limbs). On (B)(6) 2015, the rep reported that a back table prime was done at implant. The prime volume was 0.3 ml using 10mg/ml ms, the rep then found out it was 25mg/ml. It was noted that the drug concentration needed to be fixed. No patient symptoms were reported. Further follow up was requested regarding the programmer serial number, event outcome, and if there were any patient symptoms.

Event description:
Information was received from a manufacturing representative. The patient had no symptoms as a result of the event. No other action or interventions were taken beyond correcting the drug concentration.